Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient has reported less pain relief since her implant than she did with her trial. She was switched through c and b of dtm and then was seen in the md office.  X-rays were taken of her leads. They had pulled down so both leads were at the top of t9. She was programmed with dtm with the new location and issue was resolved.